Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al8420 number, and no non-conformances were identified. Only a picture was received for analysis. Upon visual inspection of the picture a needle with the tip split could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A suture needle was returned for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent laparoscopic hernia procedure on an unknown date and suture used. The needle got split when sewing the skin in the surgery. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.